Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, modular head, modular sleeve, synergy stem and 20mm screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, modular head, synergy stem and 20mm screw. Similar complaints have been identified for the r3 liner and modular sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. It is unknown if the verticality as well as relative retroversion of the acetabular component led to accelerated wear and the turbid fluid, caseating appearing material and black corrosion debris noted intraoperatively. The root cause of the reported pain, pseudotumor, elevated metal ions and intraoperative findings of turbid fluid, caseating appearing material and black corrosion debris cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the reported revision and pain cannot be determined without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a r3-tha construct had been implanted in the right hip, the plaintiff underwent medically-indicated revision on (B)(6) 2018 due to painful loosening of the acetabular or femoral components that resulted from metallosis, soft tissue damage, and pseudo-tumors. The patient outcome is unknown.